Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown.

Event description:
It was reported that device entrapment occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire wrapped around the catheter and was stuck. The devices were removed together and intact from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 date of event was estimated based on aware date as the event date was unknown. The device was returned for analysis. Visual inspection revealed the imaging window was kinked and the exit port was stuck with the wire. Microscopic inspection revealed the exit port was deformed but the tip was in good condition.

Event description:
It was reported that device entrapment occurred. An opticross hd catheter was advanced for ultrasound examination of the target lesion. During the procedure, the wire wrapped around the catheter and was stuck. The devices were removed together and intact from the patient. The procedure was completed with a different device. No patient complications were reported.